Manufacturer narrative:
It appears from the data provided to custom ultrasonics, inc by (B)(6), the data collected by custom ultrasonics, inc for its 510(k) submission, and published reports in the medical literature that there is a negligible risk that any of the patients involved in the incident at (B)(6) would become infected with (B)(6) from a contaminated gi endoscope, as cleaning alone (i.e., absent any disinfection) is very effective at removing/inactivating these viruses from contaminated surfaces. Not to be overlooked, however, the risk of infection from vegetative bacteria or fungi is higher than for viruses, but this risk would be expected to be very low as indicated by the calculated high net log reductions. Exogenous infections associated with gi endoscopy caused by mycobacteria or bacterial endospores, both of which can be significant challenges to instrument-reprocessing protocols, have not been reported. Therefore, the medical literature would suggest that there is a negligible risk that as a result of the incident at (B)(6) any patients would be infected by a gi endoscope contaminated with these two potential pathogens.

Event description:
Customer ultrasonics received a phone call on the system 83 plus serial number (B)(4)on (B)(6) 2011 per our service department and another call to our (B)(4) officer on (B)(6) 2011, from (B)(6), notifying that their facility (B)(6) was high level and disinfecting upper and lower gi scopes using cidex opa for 5 minutes at 21-22 degrees centigrade, in a system 83 plus. Per label claim, the disinfectant time and temperature should be set at 5 minute immersion time at 25 degrees centigrade or 12 minute immersion time at 20 degrees centigrade, indicating the facility was not following the hld label claim. Also, it was reported that the facility had removed the thermocouples from the muxboard, and replaced them backwards, which regulates the temperature settings. Therefore, creating a potential risk of disease transmission, due to inadequate high level disinfection of upper and lower gi scopes. A service technician was dispatched to the facility on (B)(4) 2011, to investigate the situation. He visually inspected the muxbox and confirmed, that the thermocouples were indeed switched on the box. He serviced the system 83 plus and reattached the thermocouples to the muxboard per specifications. Technician reported that the system was fully operational and in good working order after service was completed.